Manufacturer narrative:
A ge svc rep performed an on-site investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.

Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.